Event description:
Visual inspection of the returned device revealed that the stent was partially deployed from the catheter outer body. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The stent delivery system was returned together with the guidewire used during procedure. Analysis of the device revealed that the inner body and outer body catheter were full of blood. The outer body was kinked and compressed on its distal shaft. It was also kinked just proximal and distal to the stent location. Efforts made to flush the inner body and outer body were not successful. The stent was partially protruding through the outer body distal end. The coating was checked on the outer body and no anomalies were observed with the coating. The inner body was full of blood. Attempts made to pull the inner body out of the outer body were unsuccessful. The inner body had been kinked and separated on its proximal shaft at 0.5cm from its proximal end. A 300cm guidewire was in the inner body. Attempts made to pull the guidewire out of the inner body were not successful. The dimensions which could be measured for the outer body, inner body and stent were conforming to their required dimensional specifications. The functional evaluation was performed. The inner body was held stationary and the outer body was withdrawn and the stent was fully deployed on the lab bench. There was a lot of friction/resistance while the outer body was being withdrawn. The anomalies found on the inner body and outer body are known to adversely affect the functional performance of the products. The reported and observed issues are indicative of high friction during deployment. The root cause of high friction during deployment cannot be definitively determined in this case. Identified possible causes are: highly tortuous anatomy; inadequate flush; shaped tip; tip locked on outer body; locked rhv. Because of the high friction, the user may have applied excessive force between the inner and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the inner can cause compression the inner, which may manifest itself as buckling, bending, and possibly kinking and breakage. There are no indications of inadequate flush, a shaped tip, the tip locking on outer body, or a locked rhv. Information obtained from the customer indicated that the stent delivery system was confirmed to be in good condition prior to use, no resistance was reported, flush was continuous; however, it is unknown if the patient¿s anatomy was tortuous. Based on the information available and damages observed, the cause of the observed partial deployment and damages cannot be determined.

Event description:
Visual inspection of the returned device revealed that the stent was partially deployed from the catheter outer body. There were no reported clinical consequences to the patient.